Event description:
It was reported to philips that the device was unable to produce x-rays. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, the procedure was completed by restarting the system. A philips remote service engineer (rse) checked the system remotely and confirmed that the x-ray was not possible since the system been running too long without cold restart by reviewing the log file. Both warm and cold restarts have been performed and found that the host pc failed to boot up, but the system was still in use. To fix the problem permanently, the fse deleted the patient and image databases and recreated the image store. After recreating the image storage, the system was returned to use in good working order. At this time of the event philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the procedure was completed by restarting the same allura system. This scenario includes that the issue was resolved by recreating the image database and procedure was completed by restarting the same system, this event would not be reportable. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.